Event description:
Choked [choking] (part of brushhead) went down towards the throat, jumped inside throat [foreign body in respiratory tract] brush head came off in mouth, brush head came apart / brush head was loose and it came off [device breakage] product counterfeit [product counterfeit]. Case description: consumer contacted via phone and stated that the brush head came apart, coming off in her sister's mouth while her sister was brushing her teeth. No serious injury was reported.

Manufacturer narrative:
The product was identified as an oral-b power oral care refills pro health junior eb17 brush set on (B)(6) 2019. Product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Choked [choking]. (Part of brush head) went down towards the throat, jumped inside throat [foreign body in respiratory tract]. Brush head came off in mouth, brush head came apart / brush head was loose and it came off [device breakage]. Case description: consumer contacted via phone and stated that the brush head came apart, coming off in her sister's mouth while her sister was brushing her teeth. No serious injury was reported.